Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced wide fluctuations in blood glucose while using the ilet with concurrent subcutaneous novolog injections and during a period of steroid use, with reported values ranging from 52 mg/dl to over 400 mg/dl and substantial time spent above range. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or other acute sequelae, and ketone testing was negative. Outcomes included use of rescue carbohydrate for lows and off-system insulin injections for highs, with no hospitalization or professional medical intervention. Investigation included review of uploaded device data and user interview, user education on avoiding outside insulin while on the ilet and on correction algorithms, and referral for follow-up training to reset the system. Investigation of this case revealed that exogenous steroid exposure and additional off-system insulin dosing during algorithm adaptation contributed to erratic glucose levels, with low glucose episodes occurring in the context of combined manual corrections and automated dosing; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.